Event description:
Caller reported a cartridge alarm 20 during the load process, and she waited until prompted to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will call back once she has room temperature insulin to continue troubleshooting with cts, who assisted her in loading a new cartridge using the proper technique. Cts also discussed the off-label use of cold insulin with the customer.